Event description:
It was reported that water leaked during pretest and only the balloon was retrieved. Per follow up with ibc via mail on 27nov2020, there was no obvious damage to the catheter.

Manufacturer narrative:
The reported event was unconfirmed as the reported failure could not be reproduced. The device did not fail to meet relevant specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "a review of the device labelling is adequate to prevent the reported event. 1. Method for use: (1)do not reuse. (2)do not resterilize. (3)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked during pretest and only the balloon was retrieved. Per follow up with ibc via mail on 27nov2020, there was no obvious damage to the catheter.